Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the atrial lead exhibited noise oversensing causing pacing inhibition and low pacing impedance. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.